Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, hemostasis sheath and carrier tube assembly. The returned sample was subjected to visual analysis. The temp dot had been triggered. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The anchor was not released from the sheath. Functional testing was performed. The locking mechanism was set to forward lock position. The anchor released from the sheath tip. The device cap was pulled back and the locking mechanism was set to rear lock position. The anchor became posted on the sheath tip. An axial tension was applied on the anchor and the collagen, suture and tamper tube were released. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. The likely root cause is there was an obstruction that prevented the anchor from posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was prepared per protocol. The artery was located, and bypass tube and carrier tube were inserted into the insertion sheath hemostatic valve. Device handle was pulled back into the full rear lock position. When the device/sheath assembly was withdrawn, the whole device came out. Manual compression was applied. There was no harm to the patient, and or no extra blood loss.